Event description:
It was reported that the patient experienced a vibratory alert. The lead exhibited impedance of 3000 ohms. A chest x-ray revealed the lead pin was not fully inserted into the ICD header. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.